Manufacturer narrative:
By checking the sterilization charts of the involved lot #s, no pre-existing anomaly was found. Therefore, we can state that all products manufactured with these lot #s have been properly sterilized before being placed on the market. Explanted components were not available to be returned to limacorporate. Limacorporate received some pictures of the explanted components and a total of 3 x-rays referring to pre-op revision surgery. The x-rays received - dated (B)(6) 2021 - have been evaluated by a medical consultant. According to our medical consultant analysis, the prosthesis appeared to be implanted in a satisfactory position (no surgical error) and it is visible lytic change around the glenoid screws consistent with infection. To completely eradicate the risk of further infection, his suggestion is to remove also the humeral part of the prosthesis previously implanted (note: the complaint source reported that the stem will be explanted during second stage revision). No specific root cause can be assigned to this case. Based on the investigation performed we cannot classify the event as product related. Pms data: according to limacorporate pms data, revision rate of smr reverse prosthesis due to infection is (B)(4). No specific corrective actions for this case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a combined initial-final MDR.

Event description:
Shoulder revision surgery of a smr reverse implant due to infection performed on (B)(6) 2021. According to the complaint source, it was a 1st stage revision. The following components were explanted: smr uncemented glenoid # small (product code 1375.20.020, lot# 1516955 - ster. 1600011) - product not marketed in the us. Smr reverse humeral body (product code 1352.20.010, lot# 1603337 - ster. 1600117) - product not marketed in the us. Smr reverse hp liner medium (product code 1362.09.015, lot# 1602545 - ster. 1600108) - product not marketed in the us. Smr connector small std (product code 1374.15.310, lot# 1604682 - ster. 1600134). Smr reverse hp glenosphere 44 mm (product code 1374.50.440, lot# 1600098 - ster. 1600023) - product not marketed in the us. Bone screw ¿6,5 h.25mm (product code 8420.15.020, lot# 1606236 - ster. 1600158). Bone screw ¿6,5 h.30mm (product code 8420.15.030, lot# 1604562 - ster. 1600128). It was reported that the stem was left implanted with cement spacer. According to the reported information, it will be revised on a 2nd stage in the coming months. Previous surgery took place on (B)(6) 2016. Event happened in (B)(6).